Event description:
After trauma to the head, this patient stopped responding to their cochlear implant. Explantation/reimplantation surgery occurred. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.